Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: swollen foot. Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced on returned meter. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 153, 124 and 136 mg/dl pm fasting. The customer does not know her expected blood glucose test result range. Customer stated she has a swollen foot and is not sure if it is due to her blood sugar. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/22/2024 and test strips were opened three months ago. The meter memory was not reviewed for previous test result history.